Event description:
MFR received a report from a facility alleging that the resident was injured twice on the htr5500 chair. On the first incident pt got their hand caught in the spokes and the second incident pt allegedly fractured their finger when it got stuck in the pinch point between the bar and the recline mechanism.